Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024. Specific blood glucose levels were not provided. It was noted that the pod was leaking insulin. Symptoms reported include high ketones and dry heaving. During their stay at the hospital, the patient was treated with 2 bags of fluids (fluid names not provided) and insulin via intravenous. The patient was released the next day. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.